Event description:
Treating neurologist was unable to communicate with the pt's generator. Standard troubleshooting attempts did not resolve the problem. The same programming system had been used to successfully communicate with other pt's devices on that same day. Use of a different programming system was also unsuccessful in establishing communication with the pt's device. Review of x-rays by treating neurologist revealed that the pt's vns therapy system appeared to be intact. The last time that the pt's device was successfully communicated with was at previous office visit approx one year prior, at which time the pt was reportedly seizure-free. The pt is not able to verbalize whether or not pt feels device stimulation, but relative reported that it had been "a while" since relative heard the pt's voice change like it used to with stimulation. Additionally, it was reported that for the past four months the pt had experienced an increase in seizure activity above previous efficacy with the vns therapy but not above pre-vns baseline frequency. Based on known device settings and diagnostic test results, it is not likely that generator end of service is the cause of the communication problem. Further follow-up with neurologist revealed that the pt has since experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that prior to vns implant, the pt experienced 4-8 astatic seizure per day and that the pt was seizure-free 8 months after previous office visit one year ago. Approx four months ago, the pt began to experience 1-2 astatic seizure per day and has since experienced 20-30 seizures per day. The pt's generator was replaced and pt seizures have reportedly stabilized.